Manufacturer narrative:
(B)(4). Incorrect product returned; customer returned replacement meter sn # (B)(4). Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100- 150mg/dl fasting. Verified test strips expire 01/20/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(4). Customers concern: 280mg/dl non fasting. Customer refused back to back blood test. Customer time and date is incorrect. Adverse event not reported.